Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening linear on posterior leak test and microscopic analysis was performed which identified: yellow particles in the shell, observed void >1 mm in non-textured, valve-to shell-bond area and smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth opening on posterior due to smooth opening

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.